Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the estimation, peeling was found of the gold plating on the outer tube. The light guide was broken, and scratches were observed on the surface of the tip cover glass, in addition, foreign matter adhesion on the internal lens. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k944072/ k950076.

Event description:
It was reported to olympus by a telescope had a broken insertion tip (melting). There was no patient injury or adverse event reported to olympus. The reportable event was found when the device was evaluated during initial estimation.